Manufacturer narrative:
Patient information is unknown. It is unknown when the device became worn. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that on (B)(6) 2018, the patient underwent an retrograde/ antegrade femoral nail (rafn) intramedullary nail insertion. During the surgery, the surgeon was having difficulty screwing on the 5.0 hex locking screws into the rafn nail. Upon inspection, the edges of the screwdriver were worn and moderately stripped. Another screwdriver from an alternate set was used to complete the procedure. The surgery was completed successfully. There was no reported patient consequence. Concomitant devices: hex locking screws (part: unknown, lot: unknown, quantity: unknown), rafn nail (part: unknown, lot: unknown, quantity: unknown). This report is for a stardrive screwdriver t25/self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.107 , lot: 3813510 , manufacturing site: haegendorf , release to warehouse date: 16.jun.2011 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned screwdriver performed at customer quality (cq) confirmed the condition of a worn and stripped tip, which agrees with the reported complaint condition. The distal edges of the tip are rounded and show cumulative wear. Document/specification review: the returned device was manufactured in june 2011 and is over 7 years old. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Screwdriver assembly design drawing and screwdriver shaft component design drawing were reviewed during this investigation. The stardrive screwdriver t25/self-retaining (03.010.107) is noted in four system technique guides: angular stable locking, suprapatellar instrumentation for titanium cannulated tibial nail titanium cannulated humeral nail and titanium cannulated adolescent lateral entry femoral nail. In each instance the driver can be utilized for screw/endcap insertion/removal so long as the screw has a t25 drive recess. No product design issues or discrepancies were observed. Dimensional inspection: an accurate relevant dimensional inspection of the stardrive feature could not be performed at cq due to the post manufacturing damage. The shaft diameter just proximal to the damaged tip measured at cq which is within specification per screwdriver shaft component design drawing. Conclusion: a definitive root cause for the screwdriver becoming stripped/rounded could not be determined based on the provided information. The most likely cause is cumulative wear and possible rough handling over 7 years of use. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.